Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek 2.50 x 20 mm balloon catheter disintegrated [ruptured] on inflation. There was no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Correction: brand name updated from nc trek coronary dilatation catheter to trek coronary dilatation catheter. (B)(4). Visual inspections and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: submerge the balloon in sterile heparinized saline during balloon preparation, to activate the coating. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was provided: the trek 2.50 x 20 mm balloon catheter was inflated once and it ruptured. There was slight resistance upon removal of the device from the anatomy. Another trek was used to complete the procedure. The device was not soaked prior to use; however, it was prepped outside of the patient's anatomy. There was no clinically significant delay in the procedure. No additional information was provided.